Manufacturer narrative:
Arjo representative was informed about an event involving the maxi move passive floor lift. It was reported that when the caregiver released the down button on the handset , the lifting arm lowered rapidly down. The caregiver hurt himself trying to stop the lifting arm using hand . The arjo representative received information from the customer that the caregiver was in good condition. There was no serious outcome. After the event, the device was evaluated by arjo. The functional test did not reveal any fault. The failure reported by the customer could not be recreated by an arjo technician. The customer allegation could not be confirmed. The device was not used with the resident during the event. Allegedly the lift activated the lowering function by itself, and from that perspective, it did not meet its performance specification. This event has been deemed reportable due to allegation that the lift lowered fast unintentionally and hit the caregiver

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported to arjo representative that when the caregiver was lifting the patient device lifting arm lowered rapidly down. Caregiver tried to stop the lifting arm by hand and hurt himself. Lifting arm lowered until the lowest position. No additional information was provided regarding sustained injury. Hoverer facility provide information that the caregiver is in good condition.